Event description:
Pt reported the up/down button on the infusion device works intermittently. Pt stated the down button does not function as it should. Pt reported the button wouldn't work for 5 days. Pt stated they have the handset and was able to use that. Pt reported changing the batteries; was unsuccessful. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.